Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02039. It was reported, the patient experiences pain and swelling at his ipg site as well as pocket heating while recharging. The patient stated, his ipg site has felt swollen for about a year and is present regardless of whether stimulation is on or off. He reported, he no longer charges nor uses his scs system as he feels it causes more pain than alleviates. He stated, he would prefer to have the system removed. No further information is available at this time. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.